Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4) used to capture the surgical intervention that was undertaken.

Event description:
It was reported that this product was part of a system revision due to infection. This product was explanted. There were no additional adverse effects reported.